Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The device was received with intermittent buttons due to corroded keypad traces. The device was received with cracked case at lcd window corners and battery tube threads. The device was received with missing end capsticker. The device was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 15.1 mg/dl. Troubleshooting was performed. The device was returned for analysis.